Manufacturer narrative:
Patient information was not available at the facility. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a farawave was selected for use. As soon as farawave was opened, the white residue on the handle was visible. When flushing the flush port, excess adhesive was noted, gently bending the flush tube on the handle resulted in an audible cracking noise. A new catheter was opened and procedure was completed successfully. No patient complications were reported.